Event description:
Excruciating pain on my back and pelvic pain where I could not walk. I had to call 911 because I could not walk. I tested positive for many food allergy. I am always fatigued and had loss of hair. I've even seen a physiologist for feeling depressed. I had to quit work because of my pelvic pain. I also have long periods lasting 3-4 weeks and with very intercourse. I'm not as active as I used to be because of my pain. I watch what I eat because now I am allergic to almost every food that I used to eat daily. I've been in and out of the emergency room for the past 3 years.